Event description:
A customer reported that an unexpected negative result was obtained with the antibody identification panel on the neo.

Manufacturer narrative:
A review of the image files at the reader check stage showed empty wells with a few bubbles visible. The customer was made aware of technical communication (B)(4) regarding liquid level detection and that the presence of bubbles may cause the sample to be pipetted incorrectly leading to unexpected negative interpretations.